Manufacturer narrative:
A ge representative evaluated the system and replaced some cables and connectors. The system operates as intended.

Event description:
The customer reported the system will not display images. No pt injury was reported.